Manufacturer narrative:
Section d10 references: product ID 37603 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024. Product type implantable neurostimulator product ID a610 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep was attempting to connect to the pt's activa implantable neurostimulator (ins) toady with the dbs clinician application but the app was only identifying the percept ins. The caller stated  she 'thinks other people have run into this issue' but she has not before. The caller made a note that the pt had come into the clinic a month ago and did not have this issue occur. The caller noted the pt was no longer with the caller and had left the clinic. The caller states they were not able to connect to activa with dbs app so they ended up connecting to pt's activa using the 37642. Agent provided considerations around connecting to one ins when another ins is present and noted if the issue persisted they can call in live when with the pt. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) reported the cause of the connection issue wasn¿t determined. A patient programmer was used to turn the implant off. If the issue persisted they were going to use a metal barrier over the patient¿s percept device to prevent the dbs app from finding that device.